Event description:
Customer reported a blood glucose reading over 400 mg/dl and stated that he treated with manual injection. He stated that the issue was recurring and that it was resolved by changing the reservoir and infusion set. Nothing further was reported.

Manufacturer narrative:
Evaluated two opened/used reservoirs. Inspected the reservoirs, snap-caps, and septums for anomalies. None were found. Ran an occlusion test as follows: the reservoirs were filled with diluent, and connected to a new infusion set. Installed the reservoirs and connector into an insulin pump. Performed an infusion set and catheter tip test. Conclusion: the reservoirs were not occluded.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.